Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high defibrillation coil impedance. The lead was capped and replaced. During the replacement procedure, insulation damage was observed on the left ventricular (lv) lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.